Event description:
It was reported that patient underwent a replacement surgery of his artificial urinary sphincter (aus) due to fluid leak at cuff. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.